Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low thyrotropin (tsh) result for one patient from a cobas e602 analyzer. The result for the patient on (B)(6) 2016 was > 100.0 with a data flag. With a 1:10 dilution, the result was 254.40 mu/l. On (B)(6) 2016, for a new sample drawn from the patient the result was 1.29 mu/l. This result was reported outside the laboratory and was not believed by the physician. A retest was performed on (B)(6) 2016 and the result was > 100.0 with a data flag. With a 1:10 dilution, the result was 290.40 mu/l. The patient was not adversely affected.

Manufacturer narrative:
It was noted the customer used 13 x 75 mm sample tubes without using the recommended sample rack adapters. This was a possible root cause of the event as if not used, 13 mm diameter tubes may be an incorrect position or tilted in the sample racks. This then may result in the pipetting of an incorrect or too low sample volume and subsequently false low results.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. From the calibration and qc data provided, a general reagent issue could most likely be excluded. Based on the alarms generated in the time period of the event, the issue was most likely caused by the incorrect placement of the sample tube due to the customer not using the recommended sample rack adapters. Other typical causes of this type of issue include bubbles/foam on the sample surface, incorrect placement of sample tube, or incorrect sample preparation that hinder the pipetting of a sufficient amount of sample volume.